Event description:
Due to the shield-npe failed to retract, a medical staff experienced a needlestick injury to the left finger while removing a safety needle after an insulin injection. Supplementary information: the staff was injured by the needle-npe , the staff has undergone the hospital's protection protocol and has no blood infection. The attached photos pir00011530-2 and pir00011530-3 show the transparent outer shield retracting and needle-pe bending. These were caused by medical staff attempting to activate the npe safety mechanism after the incident, resulting in the retraction and bending. The incident was not reported to the tfda. Sample availability: yes sample availability details: picture/video only. Vcoyne 20april2026 update/additional information from region - see attachments. Call center received new information about the incident, the sample has been sent to the lab, tracking number: dhl# (B)(4). Please help to update in etq system, thank you. Sample availability: yes sample availability details: picture/video available and physical sample.